Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient noted as high-risk percutaneous coronary intervention (hrpci) was implanted with an impella 5.5 device for mechanical circulatory support. The patient presented to the emergency department with palpitations, nausea, vomiting, and progressive exertional dyspnea. Upon arrival, the patient was found to be in severe hyperglycemia with a of glucose less than500 mg/dl and exhibited tachycardia, tachypnea, and hypoxia requiring emergency intubation. Laboratory and diagnostic testing revealed significant a troponin result of greater than 60,000 and an electrocardiogram showing st-elevation. A subsequent left heart catheterization (lhc) identified severe multi-vessel disease, including severe calcified distal left main (lm) bifurcation involving the ostial circumflex with 99% stenosis and ostial left anterior descending with 75% stenosis, with an elevated left ventricular end-diastolic pressure (lvedp) of 30 mmhg. An intra-aortic balloon pump (iabp) was placed for hemodynamic support, and the patient was transferred to the complainant hospital for further treatment. Although briefly extubated and alert, the patient experienced decompensation on the morning of the day of impella implantation, following new-onset arrhythmias and chest pain, requiring re-intubation and emergency stabilization. The medical team decided to implant an impella 5.5 to perform hrpci. The impella 5.5 was prepped, inserted via the right axillary artery, and support was initiated without complications. The hrpci was successfully performed, and the iabp was removed. The impella position was imaged and found to be too deep, and the physician successfully repositioned the pump. The patient was noted to be in stable condition and was transferred to the cardiac care unit for rest and recovery. On support day two, the patient required an extra suture at the impella access site. The patient was transfused with one unit of packed red blood cells and 1.5 liters of albumin. Additionally, heparin was withheld until the patient¿s hemoglobin stabilized. The medical team stated that there was previous concern for bleeding that was unrelated to the impella 5.5 placement, and a gastrointestinal consultation was pending. On support day three, the impella site continued to ooze and required redressing. On support day four, the medical team attempted to wean the patient to performance (p) level 4 from p5, however the patient became hypotensive. The patient received two additional units of blood the previous night and was started on antibiotics for an elevated temperature of 38.5 degrees celsius. The patient had a unit of platelets ordered, and it was noted that a heparin induced thrombocytopenia test was ordered and resulted as negative. On support day five, the patient was noted to have bruising and hematoma at the impella access site. Additionally, it was noted that the patient was extubated. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
Section d catalog number was corrected.